Manufacturer narrative:
An event regarding disassociation involving a lfit v40 cocr head was reported. The event was confirmed. Method & results: device evaluation and results: the reported device was not returned however a photograph was provided for review. The photograph shows a recently explanted stem, damage consistent with loss of taper lock was observed on the stem trunnion. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the subject device has been identified to be within scope of a nc and a CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of said nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported that following a hip implant on the left hip the patient was not able to bear weight. It was discovered upon x ray that the head of the stem was bent and the trunion displayed wear patterns. Based on this information the left hip was revised.